Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. Event date is an approximation. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, and burning, covering an unknown part of the skin. The reaction was treated with a prescription of an oral sedative, that is also used to treat allergic skin reactions, atarax. The patient was advised to take 1 to 3 tablets a day for a week. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Deemed as non-sae/not reportable. MDR is not required per (B)(4). MDR has been voided.